Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the mega needle driver has a broken wire. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there were no issues related to the opening and closing of grips. No issues related to left/right (yaw) motion of the grips. No issues related to up/down (pitch) motion of the wrist. There was a cable visibly protruding from the distal end of the instrument. No fragments fell inside of the patient¿s anatomy. The instrument was inspected prior to procedure and there was no damage or anything out of the ordinary. No instruments collided with any other instrument or tool during the procedure. The instrument is available for return to isi for evaluation.